Event description:
The cousin of a (B)(6) female pt called zoll customer support to report that the pt's battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. As received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had a intermittent bga connection at pin a23. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Additionally, components u1000 and u1001 were shorted on the charger bedside board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. The root cause for the shorted components could not be positively identified. A mechanical design change to reduce the pca strain (p01003/s041) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.